Event description:
It was reported that technical services (ts) was contacted with concerns there was too much time passing between episodes of anti-tachycardia pacing (atp) during device therapy. Ts discussed that the device was currently programmed for five seconds between delivering atp and informed that the time could be programmed shorter. Ts noted the device was operating as programmed. One episode of atp accelerated the patient's rhythm into a faster ventricular tachycardia (vt) from a slower vt, and the arrhythmia was converted with a shock. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted with concerns there was too much time passing between episodes of anti-tachycardia pacing (atp) during device therapy. Ts discussed that the device was currently programmed for five seconds between delivering atp and informed that the time could be programmed shorter. Ts noted the device was operating as programmed. One episode of atp accelerated the patient's rhythm into a faster ventricular tachycardia (vt) from a slower vt, and the arrhythmia was converted with a shock. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced. The reason for device explant was not attributed to a product malfunction. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.